Event description:
Rejected by mildred per (B)(4) report - this manufacturer report is being sent as a requirement under summary reporting exemption approval number (B)(4) for product code pah. (B)(4). Submissions for product codes otp and otn can be found under manufacturer reports numbers 3005099803-2015-00491 and 3005099803-2015-00489.